Event description:
It was initially reported that the patient had left vocal cord paralysis. The physician contacted the manufacturer inquiring about long-term side effects, specifically vocal cord paralysis. He reports that the patient¿s vocal cord issue has gotten progressively worse. The patient is continually hoarse and he has seen an ent and was told he would either have to shut off the vns or learn to live with it. The patient has been seeing a speech pathologist to improve speech which was done to improve function.